Manufacturer narrative:
H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer's internal reference number is: (B)(4).

Event description:
In a literature study article, a non-healthcare professional reported that a topically administered neuroprotective eye drop (citicoline) on the recovery of corneal sensitivity to the patient and that corneal sensitivity measurements as well as shrimer's and tear film break-up time (tbut) results were significantly different between the study group and the control group for up to six weeks post-operative while later, no significant difference was found. No local or systemic side effects were observed in any of the patients during follow-up after lasik surgery.

Manufacturer narrative:
Additional information provided in h.3., and h.11. Upon further investigation of the available information it was concluded that device has not contributed to any events, the file will be closed and no further reports are expected with MDR 3003288808-2025-00226. The manufacturer internal reference number is: (B)(4).